Manufacturer narrative:
(B)(4).

Event description:
It was reported that therapy was withheld during ventricular tachycardia by the supra ventricular tachycardia discriminator (stability). All discriminators were disabled and the ventricular tachycardia rate cutoff was lowered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was found that therapy in episode 1225 was withheld temporarily by the stability discriminator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further review of the manufacturer¿s database indicated the patient is deceased. The cause of death has been requested and not received.